Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was pain at the implantable pulse generator (ipg). The patient reported that they had pain at the device which they were not using and desired removal. The onset of the issue was (B)(6) 2016. It was reported that the etiology was the neurostimulator. Actions taken included an explant where the device was not replaced on (B)(6) 2016 and the event resolved on the same day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va052e7, implanted: (B)(6) 2013, product type: lead.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported that there was a system modification. The reason for modification was that the system never worked to control symptoms. Actions taken was unknown and the outcome of the event remained unknown. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.